Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Caller states that the protruding lancet hurt his finger, but no medical attention was needed. No adverse event reported. Requested return of suspect device and replacement was sent.